Event description:
A malfunction alarm was reported with a specific malfunction code. There was no reported impact to the customer's blood glucose level. The customer received instructions to reset the pump, which was successful as the malfunction did not recur. The customer continued to use the pump for insulin therapy.